Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial (ra) lead revision. Based on their chart, the ra lead had dislodged and was confirmed by x-ray. The lead was repositioned. The patient did not have any adverse effects before, during, or after the procedure.